Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient¿s occipital lead is fractured, that is confirmed via imaging. Reportedly, patient still has coverage of required areas. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that the patient experience ineffective therapy due to the lead fracture. As such, surgical intervention took place wherein the lead was explanted to address the issue. Patient has therapy with the other existing lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.